Event description:
The customer stated the top cover of the architect c4000 analyzer will not stay open by itself and they have to prop it open in order to work inside. There was no adverse impact to patient management, or injury to personnel reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer stated the top cover of the architect c4000 analyzer will not stay open by itself and must be propped open in order to work inside. The abbott field service engineer replaced the hinge, front cover c4. The instrument was then performing as intended and no further issues were reported. Tracking and trending did not identify any adverse trends related to the customer's issue. Labeling was reviewed and found to be adequate. The investigation did not identify a product deficiency.